Event description:
A surgeon reported that during intraocular lens (iol) implant surgery there was an anterior capsular rent that extended after the lens was implanted. At the pt's one day postoperative visit, the surgeon noted a one to two millimeter (mm) temporal shift of the lens; the toric axis was maintained. Three days following implant surgery, the surgeon reported she could get the pt to "see really well" with correction but she could not reproduce the effect a week later. The surgeon also reported the pt had residual astigmatism and was experiencing double vision. The surgeon does not feel the lens is at fault for this event. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The root cause could not be determined. Not enough info was provided from the account to properly complete an investigation. Additional info has been requested. A completed questionnaire has not been received. (B)(4).